Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing and false pauses on the device were noted. No intervention was performed at this time. The device will continue to be monitored, and the patient was stable with no adverse consequences.